Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a high ventricular rate episode. It was noted that this episode was triggered because of far p-wave over-sensing. No programming recommendations were given, especially because there was only one instance of this ever happening so the clinician wasn't concerned. No patient symptoms reported.